Manufacturer narrative:
(B)(4).

Event description:
It was reported that a perforation with a small pericardial effusion was observed. The physician did a pericardiocentesis. The lead was repositioned and remains in place. Patient condition is good.